Manufacturer narrative:
The explanted lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device check, loss of capture (loc) was observed on this right atrial (ra) lead. The lead was confirmed to be dislodged. During a lead revision, this ra lead was explanted and replaced. No additional adverse patient effects were reported.